Manufacturer narrative:
An offer of service from physio-control was declined by the customer. Physio supplied part information to customer for repair.

Event description:
The customer reported that the device's therapy connector is damaged. There was no report that a patient was associated with the reported incident.